Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, customer did not hear the alarms while sleeping and believed the pump did not keep alarming. Customer's blood glucose ranged from 150-250 mg/dl with moderate ketones. Reportedly, the infusion set was changed to address the event.